Event description:
The following was reported by the implanting physician. "Patient with an implanted cardioseal device experienced visual disturbances lasting 20-30 seconds for two days prior to being seen. Patient was seen in 10/2002 and received a tee. Thrombus was present on the left side of the device".